Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, pump was monitored and functioned properly. Unit was received with cracked battery tube threads, cracked case along the side of the battery tube, scratched case, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.